Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the bypass surgery, via laparoscopic mobilization, the device made a strange noise and the user noticed that after the reusable clip system entered into the trocar, a whistling of the sealing appeared. There were like if the sealing was dilated. The problem went stronger when they entered the needle holder. Completed this procedure with rapid loss of pneumoperitoneum.